Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that femoral arteriotomy closure was attempted using a starclose se device after an unspecified procedure. The clip had not closed the puncture site and hemostasis was ultimately achieved performing manual arterial compression for 20 minutes. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. As the physician's name was not provided, it is unknown if the physician was trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.